Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned olympus for evaluation and the allegation was confirmed. Based on the results of the investigation, the cable unit being twisted caused the endoscopic image to not be displayed. The most probable cause was traced to a component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported, the camera head had no image on the monitor when connected to the device. There was no report of patient harm.

Event description:
It was reported, the camera head had no image on the monitor when connected to the device. There was no report of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.